Event description:
It is reported that during surgery in 2008, when the surgeon was inserting the screw, the screw broke under the screw head. Since the tip of the screw was not able to be extracted, it is located in the pt's femur. There is no revision surgery scheduled at present.

Manufacturer narrative:
This report will be amended when our investigation is complete.